Event description:
This pt had a subcutaneous port installed approx one year ago for dobutamine therapy. The port became clogged. At another facility an attempt was made to replace it. This procedure was complicated by a fragment of the catheter breaking off and lodging in the left subclavian vein. Pt was then transferred to this facility for intervention. Via a right femoral approach, the 15cm catheter fragment was successfully removed percutaneously. The pt tolerated the procedure well. No complications occurred.